Event description:
The customer's mother requested that the insulin pump be replaced. The customer's blood glucose reading was 137 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed outside of specifications during the occlusion test, due to a faulty force sensitive resistor.